Manufacturer narrative:
The slide retract and linkage assembly seen through the top housing were observed to be not fully retracted causing the formed needle to be exposed. After the top housing of the device was removed, the slide retract and linkage assembly were seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference occurred between the linkage assembly and top housing. The download data shows that the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.